Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had to disconnect from the pump for a couple of days because their blood glucose (bg) was going high and the pump was not able to correct it. The patient requested assistance with getting reconnected to the pump. The patient was able to perform a supply change and resume insulin delivery. The patient did not recall seeing any alerts on their ilet besides a high bg on (B)(6). The highest bg experienced during this event was 401 mg/dl resulting in confusion and lightheadedness. They corrected with insulin shots. Along with ilet patient was using convatec inset (23", 6mm).